Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04027. It was reported that the coating came off. A renegade¿ hi-flo¿ and a renegade¿ hi-flo¿ fathom¿ system were selected for use. During the procedure, it was noted that the coating came off the catheters. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was kinked in 3 places. The kinks were located 37.5cm, 51cm and 127.5cm from the hub. There was no indication of coating peeling or coming off the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04027. It was reported that the coating came off. A renegade hi-flo and a renegade hi-flo fathom system were selected for use. During the procedure, it was noted that the coating came off the catheters. There were no patient complications reported.